Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was actively implanted during the onset of infection. The system was subsequently explanted. No additional adverse patient effects were reported.